Event description:
A 6f angio-seal vip device was placed in an antegrade puncture in the right common femoral artery. The puncture site was calcified. There were no problems during deployment, and hemostasis was achieved. After the device was placed, the pt began to complain of leg pain, and the absence of pedal pulses was noted. An ultrasound revealed an occlusion. The device was surgically removed the same day. The pt's hospitalization was extended. The pt was stable.

Manufacturer narrative:
No product was returned. A review of the device history record was not possible since the lot number was unavailable. Based on the info received, the cause of the reported incident could not be conclusively determined. The angio-seal device instruction for use (IFU) cautions, should ischemic symptoms appear, treatment options include thrombolysis, percutaneous extraction of the anchor or fragments, or surgical intervention. The angio-seal device instructions for use (IFU) states if pts have clinically significant peripheral vascular disease, based on published medical literature, the angio-seal device can be deployed safely in pt arteries > 5 mm diameter when there is found to be no luminal narrowing of 40% or greater within 5 mm of the puncture site.